Event description:
Ra pt developed indigestion and chest pressure approx 1 hr after their 9th column treatment. It improved with 02. Pt woke the next morning with heartburn and indigestion and was admitted to the hospital. Work/up was positive for mi. Concurrent meds include celebrex and plaquenil. Plt count was 289,000. She was discharged after 6 days hospitalization.